Event description:
It was reported that during an unk procedure, the black footswitch cable was broken. The cable must be flexed to activate min power level. The case was completed without a pt consequence.